Event description:
It was reported that the patient underwent surgical intervention to revise the artificial urinary sphincter (aus) due to the aus not functioning properly and the patient becoming incontinent again. During the procedure, the balloon was examined, and a leak was discovered at the joint of the inflatable and rigid parts resulting in the balloon deflating. The cuff and pump did not leak, but all components were explanted. A new aus was implanted. There were no additional patient complications.

Manufacturer narrative:
Additional information was received, that the remainder of the device components were returned. The investigation was updated to include these findings. Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned device underwent a thorough analysis. Visual examination of the balloon found no abnormalities; however, microscopic examination identified a tear at the sphere adapter junction that was consistent with fatigue. The balloon did not pass the leak testing performed. The cuff and pump were examined, and no damages or abnormalities were identified. Both components passed the leak testing performed. The reported observations are known adverse events outlined in the product labeling. Based on the information available, the reported observations were confirmed, and the conclusion of cause traced to component failure was chosen.

Event description:
It was reported that the patient underwent surgical intervention to revise the artificial urinary sphincter (aus) due to the aus not functioning properly and the patient becoming incontinent again. During the procedure, the balloon was examined, and a leak was discovered at the joint of the inflatable and rigid parts resulting in the balloon deflating. The cuff and pump did not leak, but all components were explanted. A new aus was implanted. There were no additional patient complications.

Manufacturer narrative:
Updated initial reporter phone number. Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned device underwent a thorough analysis. Visual examination of the balloon found no abnormalities; however, microscopic examination identified a tear at the sphere adapter junction that was consistent with fatigue. The balloon did not pass the leak testing performed. The reported observations are known adverse events outlined in the product labeling. Based on the information available, the reported observations were confirmed, and the conclusion of cause traced to component failure was chosen.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to revise the artificial urinary sphincter (aus) due to the aus not functioning properly and the patient becoming incontinent again. During the procedure, the balloon was examined, and a leak was discovered at the joint of the inflatable and rigid parts resulting in the balloon deflating. The cuff and pump did not leak, but all components were explanted. A new aus was implanted. There were no additional patient complications.